Event description:
It was reported to tyco healthcare/kendall on august 2, 2006, that a customer had a problem with a dialysis catheter. The customer states that the adapter broke within 1-2 weeks of insertion.

Manufacturer narrative:
No additional information is available regarding the event at this time. Tyco healthcare/kendall continues to pursue additional detail.